Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 41.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead. The lead was explanted and replaced. Patient is stable.